Event description:
A fire within the mechanical workings of the machine in the area of the tank heater occurred during a performance validation test. The test person was carry out a wash efficacy test and had allowed the wash phase to complete then stepped through to drying. A fire extinguisher was used to put out the fire. No injuries reported. No other detail of the report is available.

Manufacturer narrative:
Due to an incident resulting in MDR# 9616031-2013-00001, a retrospective review of similar complaints identified this incident having occurred with no MDR submitted. This report is as a result of a rethat review. The device was evaluated remotely (not returned to manufacturer) via investigation reports and photographs from (B)(6). It was concluded that the heating element was activated without water in the chamber and that the overheat protection was disconnected due to service training/awareness. A voluntary device correction of getinge model 46 washer disinfectors was reported to us FDA on (B)(4) 2013 (recall no. Not yet assigned). This correction was initiated to address two conditions. A potential trigger for overheating, (root cause) in adequate overheat protection system component. A component (shunt trip) selected for the overheat protection system does not meet the required parameters (control voltage) where/when overheating occurs. The correction entails inspecting the setting of a software function that can be utilized during servicing of a unit to skip wash phases. This is a password protected function but if left in the enabled state, a user can inadvertently activate the heat element with not water in the chamber. The device correction action included inspecting that this function is not enabled. The installation of a newer design of over heat protection system that utilizes a heating element with integral thermal fuses that meet the required overheat parameters. Recall no. Not yet assigned.